Manufacturer narrative:
Date sent to the FDA: 5/26/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted ¿the patient was noted to have visible fistulous tract down to some mesh, which was visible at the base of the tract.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/7/2024. H6: appropriate term / code not available (e2402) utilized to capture mesenteric defect and small bowel noted to be largely ingrown . Corrected: d4 (UDI) additional b5 narrative: it was reported the patient underwent mesh removal due to mesh infection resulting to draining wound, vomiting, adhesion of infected mesh and abdomen is mild tender. It was reported the small bowel noted to be largely ingrown into mesh, lysing adhesion and freeing the mesh. The mesenteric defect was closed. Patient also experienced atrial fibrillation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 06/01/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.